Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the medical personnel noted an alert from the remote home monitoring system for an out of range right ventricular (rv) pacing impedance measurement. The medical personnel noted that they were unable to see the value. Boston scientific technical services (ts) discussed that interrogations happen every 21 hours, so there may have been two interrogations within the 24 hour period. Ts further noted that there was no rv lead listed in the patient's medical records. The medical personnel did not provide the rv lead data. The field representative was unable to obtain the information from the clinic. The field representative further noted that the patient did not make their last clinic appointment.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the medical personnel noted an alert from the remote home monitoring system for an out of range right ventricular (rv) pacing impedance measurement. The medical personnel noted that they were unable to see the value. Boston scientific technical services (ts) discussed that interrogations happen every 21 hours, so there may have been two interrogations within the 24 hour period. Ts further noted that there was no rv lead listed in the patient's medical records. The medical personnel did not provide the rv lead data. The field representative was unable to obtain the information from the clinic. The field representative further noted that the patient did not make their last clinic appointment.